Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 for multiple patients performed on (B)(6) 2021 during routine testing. The mff. Report addresses patient 1 of 5. The customer reported a false positive result with the ID now covid -19 performed on (B)(6) 2021 on a direct tested nasal kitted swab. The nasal swab was used to swab both nostrils. Repeat testing was performed with negative results. Pcr confirmation testing was performed on nasal swabs generated negative results CT values not provided. The customer stated the patient was asymptomatic no additional patient information, including treatment and outcome, was provided. The customer reported there was a delay or impact in the patient's treatment.